Event description:
On (B)(6) 2011 pt reported having concerns with the up button on his infusion device. Pt stated he had to press it more than once to get it to respond. Pt reported he notices this issue for the first time a few weeks ago. Pt stated he had to press the button in and then up for it to make contact. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.